Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis is listed in the xience sierra, everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2019, the patient presented with stemi in cardiac arrest. A 3.5x18mm xience sierra stent was implanted in a 99% stenosed and mildly tortuous lesion in the proximal right coronary artery (rca) without reported issue, and the stent was confirmed to be patent. The patient remained in the hospital post-procedure and was given 4000 units of heparin and 180 mg of brilinta medication. On (B)(6) 2019, the patient presented with cardiac arrest and ventricle tachycardia. A clot was aspirated out of the rca and ballooning was performed as treatment. The patient remained in the hospital. On (B)(6) 2019, the patient presented with cardiac arrest and it was noted that the patient's rca was fully occluded. Thrombus was confirmed via angiography in the implanted xience sierra stent. No treatment was provided to the patient. The patient is stable but remains in the hospital. No additional information was provided.